Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2026. The patient reported that the cause of being unable to feel the normal stimulation sensation was determined. They reported that what most likely caused or contributed to this issue was that they didn't have it set high enough. Their body got used to a setting. They reported that steps taken to resolve the issue included that they would need to adjust the strength more often-2 weeks. They reported that what most likely caused or contributed to this issue was the cause of seeing a 'connectivity issue' when trying to connect was determined. They reported that they were not sure what most likely caused or contributed to this issue. They reported that steps taken to resolve the issue included that some days it works and other days it doesn't. They reported that the issue had not yet been resolved. They reported that steps taken to resolve the therapy not working for their symptoms since going on a cruise included that they adjusted the strength more often and check the battery. They reported that the issue had not yet been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they didn't think the therapy was working properly. The patient stated they couldn't feel it and that they'd gone in and checked the program to increase the stimulation and they could feel it and then brought it back down again, but the battery on the handset didn't seem to go down and they were also seeing "connectivity issue" on the handset so they thought something must be wrong. Patient services reviewed external device and internal device description/function and asked the patient if they'd had any falls or traumas that could have led to the issue. The patient stated that they didn't have a fall or trauma but they'd traveled and went on a cruise and that ever since they went on the cruise, the therapy hadn't been working for their symptoms. Patient never answered when exactly that cruise had happened despite patient services asking. Patient services reviewed therapy expectations and programming and stimulation considerations with the patient. Patient said they didn't feel too comfortable making too many changes and that they were told to wait around two weeks before making another change. They said their managing healthcare provider (hcp) had told them to change programs on occasion and provided relevant medical information and stated that they and their hcp had a hard time finding programs that were working good for them so they might try another program. Patient services redirected the patient to follow up with their managing hcp to discuss their symptom concerns and the option to try a different program if they wanted to make a change to their therapy. Patient said they'd reach out to their managing hcp. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.